Event description:
It was reported that the patient had two neurostimulators. The second ins was initially placed above the first ins, but within six weeks the hcp had to move the ins and put it in the front at the waist line, making it very difficult to heal. It was also reported that a muscle in the patient back was "cut", causing her to lose the use of her right arm. The hcp had to put "wires" over the muscle to get her hand to work. The patient had no problems with the ins in the back, but could not get the one in the front to recharge, and frequently saw the "antenna too hot" message. It was reported that it recently took all day to charge and the recharger went dead before the patient got the front ins charged. The front ins had never really worked and the patient was only able to get two coupling bars while standing and none while sitting. The patient could get all coupling bars with the back ins. The patient was very frustrated with the implant and thought it was a positional issue. It was noted that the device was not loose. The patient stated she needed to recharge the back once a week and the front one twice a week. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a generator revision five weeks ago due to it being too deep, tilted, and in a bad location.

Manufacturer narrative:
Product ID, 3998 lot# v766316 serial# implanted: 2011 (B)(6), explanted: product type lead product ID, 3888-56 lot# v677812 serial# implanted: 2011 (B)(6), explanted: product type lead product ID, 3888-56 lot# v677812 serial# implanted: 2011 (B)(6), explanted: product type lead product ID, 3888-33 lot# v611146 serial# implanted: 2011 (B)(6), explanted: product type lead product ID, 3888-33 lot# v611146 serial# implanted: 2011 (B)(6), explanted: product type lead product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3708260 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension product ID, 3708240 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension product ID, 3708240 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension. (B)(4).